Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: review of the black box data and the alarm history did not reveal any evidence of 128-f alarms for post-delivery motor power supply fault as alleged in the complaint. The black box data did, however, show multiple unacknowledged auto-off alarms that lead to battery alarms. No battery cap or cartridge cap was returned for investigation. All testing was performed using test caps. On investigation, the pump powered on with a test battery cap, which was able to fully tighten. There was no evidence of moisture contamination inside the battery compartment. Electrical current draws were measured and found to be within specifications. There was no evidence of moisture or loose components inside the pump. No battery life issue nor battery life alarm was duplicated during investigation. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was found to be dim/discolored during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.